Event description:
Patient said one of her cadd ms3 pumps did not work properly when she tried to use it last night - it alarmed and said system fault on the screen, and system 4 call for service. The malfunctioning pump did not contribute to patient or clinical injury, and no medical intervention was necessary. A replacement pump is being sent to the patient to arrive (B)(6)2016, and the patient will use that box for return of the malfunctioning pump. Diagnosis or reason for use: (B)(4).